Event description:
The patient reported the hcp put anesthetic since (B)(6) 2013 and has been building up since, has not helped at all and it makes the patient agitated and he needs to get it out very quickly. The patient also wants the pump removed because the medication is causing him to be agitated where he cannot think and cannot find anyone to do anything with unit. The patient also reports ¿there is no reason for pump to be empty and going on¿. The patient reported the hcp wanted to try medication that is used for local that would numb lower part of body or surgery. The patient reports hcp¿s are ¿hard¿ and would like closer physician. The patient does not have pain management physician currently. Additional information later reported the patient mentioned that his head was pounding and he was having trouble thinking. It was also noted the patient needed a refill as low reservoir alarm date was end of the month. The patient¿s hcp that he was seeing "was not familiar with the drug pump and the medical facility was no longer in operation". Additional information reported the patient missed his refill. Per the patient, he had been trying to find an hpc because the alarm started going off in his pump. The alarm is a single beep and started (B)(6) 2014. The patient was seeing a ¿lady¿ but couldn¿t recall the name as his head is ¿splitting¿. The patient thought it may be the hcp who was not familiar with pumps as he just went to see her twice briefly and the hcp had not dealt with pumps before and ¿was lost on what to fill it with or regulate it (the pump with)¿. The patient indicated there was an anesthetic that was put in his pump and it caused him agitation over the long term use of it and made the patient very jittery and was having a hard time concentrating and was not taking any oral meds. The patient didn¿t have an hcp and stated he has decided to find a physician who is trained with it and what will work and won¿t work. The patient further reported he had a splitting headache and agitation and has to bite his tongue to cope but has had the agitation the whole time he has had this anesthetic med in his pump. The patient had only left the house 4-5 times since he has had it because he can¿t move. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).